Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had filled the cartridge with cold insulin. Customer filled a new cartridge with room temperature insulin to address the issue. Customer's blood glucose level was not impacted.